Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex with shield technology delivery system was returned for evaluation. The pushwire was returned within the microcatheter. The pipeline flex with shield braid was observed to be partially deployed outside the microcatheter tip. For further examination, the pipeline flex pushwire was pushed out of the microcatheter and the pipeline flex with shield technology braid was deployed with no issues. The braid was observed to be fully open with the distal end having slight fraying, and the middle section and proximal end having no damages. The tip coil was observed to be kinked. No other anomalies were observed. Based on the analysis findings and the reported event details, the clinical observation of failure to open could not be confirmed. We are unable to definitively determine the cause for the reported experience. However, it is possible that the patient¿s vessel anatomy (the curve / moderate vessel tortuosity) and ¿damaged braid¿ may have contributed to the reported issue. In addition, damage was observed on the tip coil. However, the cause for the damages could not be determined. Per our instructions for use (IFU): the user should "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. Suspect medical device brand name = pipeline flex w/shield technology model # = ped2-475-25.

Manufacturer narrative:
The device was returned and device analysis is anticipated. A supplemental report will be submitted upon completion. Suspect medical device brand name: pipeline flex w/shield technology, model #: ped2-475-25. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of an aneurysm located in the paraophthalmic segment of the internal carotid artery, ica, the device did not open distally. Upon unsheathing, approx. 1 cm of the device was ¿constrained.¿ a further 0.5mm of the device was exposed but the device still did not open. Less than 50 % of the device was deployed when it failed to open. The physician then tried to push the delivery wire to encourage the device to open, device started to open, but 1.5 cm of the distal end was flattened and not opening. It was further reported that device opened around the carotid terminus but flattened again through the curve superior to carotid siphon. The physician resheathed less than or equal to 2 times, however was unsuccessful. It was decided to remove the together with the microcatheter and a new device shorter in length was used. No patient injury was reported. The aneurysm was saccular. The max diameter was 16 mm and the neck diameter was 9 mm. The distal landing zone was 3.8 mm and the proximal was 4.5 mm. The patient had moderate vessel tortuosity.